Manufacturer narrative:
The manufacturer previously reported received information alleging the patient's oxygen level was dropped. They used ambu instead and rebooted the device. There was no device malfunction reported. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem and type of reported complaint in box b and box h have been updated/corrected in this report.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information alleging the patient's oxygen level was dropped. They used ambu instead and rebooted the device. There was no device malfunction reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.